Event description:
The customer reported to customer service that her transformer smelled and she saw a spark. The customer was winding the cord around the transformer box. She did not witness fire, flame or report an injury.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that the transformer sparked from exposed wires. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The customer has stated that the reported transformer has been shipped to medela but as of this date it has not been received. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.